Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient lost some weight, so it was sticking out more; it was catching on clothing and chairs. Impedances were checked and contact 1 was greater than 10,000 ohms using 0 as a reference and it was 8900 ohms using 2 as a reference. The implantable neurostimulator (ins) was moved up several inches and the impedances were the same once the system was reconnected. The issues were noted to be resolved at the time of the report and there were no further complications reported or anticipated.